Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller successfully initiated a new sensor session without encountering the error again.